Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at levels t12 and l1. During the procedure, "the balloon burst within first 0.5 cc of inflation at low pressure (psi <(><<)>100)". No balloon fragments were left in the patient and no allergies to the contrast media were observed. The case was completed without any further complications.

Manufacturer narrative:
(B)(6). (B)(4). Product analysis: "visual and optical examination of the returned ibt (inflatable bone tamp) did not identify rupture or cut. Injecting instrument with fluid identified leakage at the distal tip. The location and nature of failure is consistent with pin hole leak in distal bond due to contact with bone shard. The above observations are consistent with damage."

Manufacturer narrative:
(B)(4).